Event description:
It was rpeorted that 334 days following a coronary artery drug leuting stenting treatment procedure , a death event occurred. The fisrt index procedure treated two lesions both located in the ramus, denovo, diameter 2.5 x 20mm, no calcification or totruosity, 99% stenosis and treated with a 2.5 x 24mm taxus express2 stent. Lesion2 denovo, 2.75 x 6mm, 80% stenosis, no calcification or tortuosity. Lesion2 treated with a 2.75 x 12 mm taxus. Express 2 stent. Predilation was done on both lesions. Discharge the next day. The second index procedure occurred 25 days following the first treating one lesion in the ist rpl, denovo, 2.5 x 12mm, 90% stenosed, no calcification or tortuosity. Lesion was treated with a 2.5 x 16mm taxus express 2 stent. Pt was discharged the following day. Death was due to cardiac arrythmia 334 days following the first index procedure. The target vessel was not involved.